Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been competed.

Event description:
Patient was revised to address metallosis and cysts in femur and acetabulum. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right side).